Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the radius and white particles inside the shell. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identified striated edge opening on radius side, consistent in the use of some surgical tool, delamination diaphragm valve disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage delamination of the diaphragm valve disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported implant "would not inflate due to a leak." Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event or product details has been requested. No additional information is available at this time. Device labeling deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Instructions for use. Note: back-up breast implants should be available during the procedure. Do not implant damaged or contaminated breast implants.

Event description:
Healthcare professional reported implant "would not inflate due to a leak." Device not implanted.